Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a customer that a ventilator was not working while in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy 100 ventilator was returned to the manufacturer and evaluated by a field service engineer and the customers complaint was confirmed. The device evaluation found ventilator inoperative error codes in relation to a (motor failure, max host reboot and internal li-ion not present) recorded in the device event log. In conclusion the following components need to be replaced to address the reported issue: motor bower kit and capacitor to address motor failure, system board with daughter board kit to address max host reboot and system board power management, internal battery pack to address internal li-ion not present. The roost cause was confirmed. Additionally, the following parts were replaced unrelated to the confirmed malfunctions: speaker kit, flow sensor, sensor board assembly, filter kit with tubing, rubber feet, front panel/ keypad led system board. The device was returned unrepaired due to the customer's request.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. The was no harm or injury was reported. On evaluation, ventilator inoperative error code e-009 was noted on the device indicating a motor failure. The root cause is not confirmed at this time. Additionally, ventilator inoperative error code e-037 was noted on the device indicating the host central processing unit is constantly rebooting. The root cause is not confirmed at this time. Additionally, during the servicing of the device, ventilator service required error code e-106 was present indicating one of two speakers failed. The affected speaker requires replacement to address this issue. The device did not pass final testing. Device repair/remediation is pending at this time. A follow-up report will be submitted if additional information becomes available. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. Reports will be filed with all applicable regulatory agencies.